Event description:
Pt called to report adverse events involving her essure device, which was implanted on (B)(6) 2014. Pt stated after the device was implanted, she started having bad migraines, severe ovarian cysts which required popping, abdominal pain and cramping, pain with intercourse, skin irritations, and abnormal pap smears requiring 2 biopsies of her cervix. Pt discussed partial hysterectomy with physician for removal of essure. Currently in physical therapy for her symptoms.